Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3331 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "breakage." Add info rcvd (B)(6) 2021: it was never inserted into the patient. Incident of breakage occurred during prepping the PICC when adjusting the length of stylet after trimming of catheter.